Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 after experiencing dyspnea during ccpd therapy. While hospitalized, the patient underwent several radiological exams, and it was determined the patient¿s dyspnea was due to blocked arteries (coronary artery disease) which will require surgical intervention. The pdrn stated that despite the onset of dyspnea occurring during treatment, it was a coincidence that the patient experienced liberty select cycler issues at the same time. Initially there was concern the patient may have experienced an overfill or possible fluid overload; however, these were ruled out during the patient¿s hospitalization. The patient underwent a single ccpd treatment while hospitalized without reported issue and was discharged home on (B)(6) 2024 with a follow-up cardiology consult. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue. The pdrn confirmed causality was due to the patient¿s cardiac status, and unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: h10 (plant investigation) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 2/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 after experiencing dyspnea during ccpd therapy. While hospitalized, the patient underwent several radiological exams, and it was determined the patient¿s dyspnea was due to blocked arteries (coronary artery disease) which will require surgical intervention. The pdrn stated that despite the onset of dyspnea occurring during treatment, it was a coincidence that the patient experienced liberty select cycler issues at the same time. Initially there was concern the patient may have experienced an overfill or possible fluid overload; however, these were ruled out during the patient¿s hospitalization. The patient underwent a single ccpd treatment while hospitalized without reported issue and was discharged home on 3/apr/2024 with a follow-up cardiology consult. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue. The pdrn confirmed causality was due to the patient¿s cardiac status, and unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On 2/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to shortness of breath (dyspnea). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 after experiencing dyspnea during ccpd therapy. While hospitalized, the patient underwent several radiological exams, and it was determined the patient¿s dyspnea was due to blocked arteries (coronary artery disease) which will require surgical intervention. The pdrn stated that despite the onset of dyspnea occurring during treatment, it was a coincidence that the patient experienced liberty select cycler issues at the same time. Initially there was concern the patient may have experienced an overfill or possible fluid overload; however, these were ruled out during the patient¿s hospitalization. The patient underwent a single ccpd treatment while hospitalized without reported issue and was discharged home on (B)(6) 2024 with a follow-up cardiology consult. Following discharge, the patient resumed utilizing the same liberty select cycler without reported issue. The pdrn confirmed causality was due to the patient¿s cardiac status, and unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical investigation: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.